Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. Other than the screw that fell off, there were no other notable findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the loaner video system center made an abnormal internal sound. There was no report of patient harm. The device was returned, evaluated, and it was found that a screw fell off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the phenomenon could not be identified, however, it is possible that it is due to the fact that the screws were detached. Olympus will continue to monitor field performance for this device.